Manufacturer narrative:
The customer reported that the cns (central monitoring system) did not alarm and the patient expired. The patient event occurred on (B)(6) 2015 between 14:37pm and 14:41pm. Bed #(B)(4). The patient was being paced by a biphasic pace maker. The patient's heart rate decreased and the system did not report an alarm. Log files and copies of the data from the system were provided. According to information provided by the clinical engineer, the use of the cns was discontinued at the time of the event until the clinical engineer could investigate. Upon reviewing the data, the decision was made to return the unit to service as the transmitter did not lose signal and was producing a waveform. It was confirmed that the saw tooth waveform from the data provided to nihon kohden had a time stamp of 13:56:31 on (B)(6) 2015 demonstrating that the transmitter was removed from the patient after the event occurred. The central station's audio alarm was functioning at the time of the event, however the system failed to detect the event as it was occurring. The patient being monitored was an elderly person and an order not to resuscitate was given to the staff. An adverse event information form has been e-mailed to the risk management department for completion. Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that the cns (central monitoring system) did not alarm and the patient expired. The patient event occurred on (B)(6) 2015 between 14:37pm and 14:41pm. Bed #(B)(4). The patient was being paced by a biphasic pace maker. The patient's heart rate decreased and the system did not report an alarm. Log files and copies of the data from the system were provided. According to information provided by the clinical engineer, the use of the cns was discontinued at the time of the event until the clinical engineer could investigate. Upon reviewing the data, the decision was made to return the unit to service as the transmitter did not lose signal and was producing a waveform. It was confirmed that the saw tooth waveform from the data provided to nihon kohden had a time stamp of 13:56:31 on (B)(6) 2015 demonstrating that the transmitter was removed from the patient after the event occurred. The central station's audio alarm was functioning at the time of the event, however the system failed to detect the event as it was occurring. The patient being monitored was an elderly person and an order not to resuscitate was given to the staff. Arrangements are currently being made to send out a loaner org and transmitter so that the org and transmitter that was being used when the event occurred can be sent in for evaluation. An adverse event information form has been e-mailed to the risk management department for completion.

Manufacturer narrative:
Device available for evaluation. Additional manufacturer narrative: the customer reported that the cns (central monitoring system) did not alarm and the patient expired. The patient event occurred on (B)(6) 2015 between 14:37 pm and 14:41 pm, bed #1145. The patient was being paced by a biphasic pace maker. The patient's heart rate decreased and the system did not report an alarm. Log files and copies of the data from the system were provided. According to the information provided by the clinical engineer, the use of the cns was discontinued at the time of the event until the clinical engineer could investigate. Upon reviewing the data, the decision was made to return the unit to service as the transmitter did not lose signal and was producing a waveform. It was confirmed that the saw tooth waveform from the data provided to nihon kohden had a time stamp of 13:56:31 on (B)(6) 2015 demonstrating that the transmitter was removed from the patient after the event occurred. The central station's audio alarm was functioning at the time of the event. The patient being monitored was an elderly person and an order not to resuscitate was give to the staff. During our investigation and evaluation of the chart data it was determined that the transmitter was indeed on the patient and that the initial information reported on the MDR was incorrect. The alarm was alarming but was turned off by the hospital staff. According to the result of the log analysis of the device, (B)(4) the following facts were confirmed: the device alarm was functional and reported to the staff that there was a patient issue, this occurred multiple times. However, a silence alarms button was pushed by a nurse each time because a patient was in a do not resuscitate (dnr) status. Electrodes were removed or dropped off from the patient at 14:00:05 before the event occurred. In addition, the transmitter's power was turned off at 14:25:14. Therefore, the patient was not monitored during the times of 14:37 p.m. To 14:41 p.m. Which is during the time of the reported event. This event is not a device malfunction, it was a user error because the user determined that there was no need to focus on the condition anymore, since patient was on a do not resuscitate (dnr) status. Per the log that was provided we could confirm that the device was working normally log detail is provided below. Please refer to "analysis of log.xlsx", bed#1145 , patient admitted: 20:36:02 on (B)(6) 2015, discharged: 21:23:32 on (B)(6) 2015. At 13:54:28 tachy alarm occurred, 13:54:31 alarms silenced with silence alarms button. Subsequently, ext.tachy (crisis) , v.tachy (crisis), vf (crisis) alarms occurred. Each alarm was silenced with silence alarms button. At 13:56:33 paused. At 13:58:33 paused. 1at 3:59:13 paused. ECG measurement was continued during above three "paused" and then, monitoring was returned automatically in approximately 30 seconds. 1mv saw tooth waveform was recorded during "paused". At 13:59:54 paused: this is the fourth "paused", and leads were removed from the patient after this. At 14:00:05 leads off: electrodes were removed or dropped off here. At 14:25:14 signal loss: transmitter's power turned off . At 21:23:32 discharged: patient monitoring was not returned till the discharge. We evaluated the log from the actual device itself to determine the sequence of events that occurred which would indicate if the device was functioning correctly or not. Hospital staff was also questioned regarding this during the initial assessment of the condition that occurred. Technical staff was sent to the site to evaluate the unit, it was determined that the device was fully functional. Device alarms did not activate during the patient event. The device malfunction was recorded as such due to user error which silenced the alarms on the machine. In conclusion, our investigation determined that the device was fully operational and performing per specification and intent of use. Device not returned.